Event description:
It was reported by service report that the scale was inaccurate. The customer could not determine if there was patient involvement; however, no advese consequences were reported.

Manufacturer narrative:
Load cell.